Manufacturer narrative:
Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the pump was alerting for ¿no cartridge detected¿ while loading cartridge. The event occurred while in use with a patient but there was no patient harm.